Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor) and was unable to power on. The cause of this was due to a shorted c1, which caused damage to the l1, l2 and d1 on the ca board. The root cause of the shorted c1 capacitor cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.